Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, proximal right coronary artery. During advancement of the 3.0x23 mm rx vision stent delivery system (sds) on the whisper guide wire resistance was felt and the sds stuck on the guide wire. Resistance was also felt during retraction of the sds from the guide wire, force was used, which resulted in a dislodged stent and shaft damage (separation). There was no reported issue with the whisper guide wire which was able to be used successfully with an 3.0x23 mm otw vision sds. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: device (B)(4) excessive force. The device was returned for evaluation. The difficulty to position and difficulty to remove could not be confirmed. The stent dislodgement and shaft separation were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.